Event description:
It was reported. During saline flushing, the appearance of swelling near the exit site is reported. On removal of the catheter, a lesion of the catheter at 5 cm catheter length is reported. PICC anchored with securacath. Partial break of the catheter at approximately 5 cm catheter length is reported. There have been no consequences for the patient other than changing the PICC, and no other action had been taken. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: 4fr single lumen PICC inserted (B)(6) 2024 and removed (B)(6) 2024, exit marking 3cm, secured with securacath, locked with physiological solution and dressed straight along the patient¿s arm. PICC used for oncology treatment (carboplatino - gemcitabina). Unknown if PICC was used for CT scans. No known occlusions. Leakage identified in hospital by extravasation internal/ inside the patient at 4.7cm mark. PICC in use 30 days. It is unknown if patient took PICC home or participated in any physical activities, unknown if there are xray images available for this incident. Chlorhexidine solution poured from a bottle (clorexidina 2% in ipa 70%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was two 4 fr single lumen powerpicc catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated, and a split was observed between the 4 cm and 5 cm depth markings on the second sample. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The first sample was pressurized without a leak detected. No damage was found under microscopic observation. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported. During saline flushing, the appearance of swelling near the exit site is reported. On removal of the catheter, a lesion of the catheter at 5 cm catheter length is reported. PICC anchored with securacath. Partial break of the catheter at approximately 5 cm catheter length is reported. There have been no consequences for the patient other than changing the PICC, and no other action had been taken. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: 4fr single lumen PICC inserted 02/08/2024 and removed 02/09/2024, exit marking 3cm, secured with securacath, locked with physiological solution and dressed straight along the patient¿s arm. PICC used for oncology treatment (carboplatino - gemcitabina). Unknown if PICC was used for CT scans. No known occlusions. Leakage identified in hospital by extravasation internal/ inside the patient at 4.7cm mark. PICC in use 30 days. It is unknown if patient took PICC home or participated in any physical activities, unknown if there are xray images available for this incident. Chlorhexidine solution poured from a bottle (clorexidina 2% in ipa 70%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported. During saline flushing, the appearance of swelling near the exit site is reported. On removal of the catheter, a lesion of the catheter at 5 cm catheter length is reported. PICC anchored with securacath. Partial break of the catheter at approximately 5 cm catheter length is reported. No other information was provided.